Event description:
It was reported that a pt went into cardiac arrest within 15 minutes of treatment initiation. During a f/u call with the initial reporter it was stated that the pt had come into the clinic with low blood pressure. During treatment the pt's blood pressure dropped and the pt became dizzy. A code was called. The pt regained consciousness and was fine. The pt is receiving treatment in the hosp due to being in for sepsis and pulmonary edema. This event was not the pt's first treatment and the pt has since been receiving treatment with fresenius products will no issue.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported event. A plant investigation is currently on-going. A supplemental report will be submitted at the conclusion. Ref MDR #'s 1225714-2013-03129, 2937457-2013-00258, 8030665-2013-00642.